Event description:
A discordant, falsely elevated cardiac troponin-I (ctni) result was obtained on one emergency room patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), and the patient was admitted. A redraw sample obtained the next day from the patient resulted negative for ctni. It is unknown on which instrument the negative result was obtained. The original sample was then repeated on the original instrument and an alternate dimension rxl instrument, resulting lower. The corrected result was reported to the physicians(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed decontamination and primed reagent probe 1. The cse ran a precision study on level 1 of quality controls, and results were within range. The cause of the discordant, falsely elevated ctni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.